Event description:
It was reported by repair work order that the customer reported the cot dropped approximately six inches when the crew was attempting to load an obese patient into the vehicle. Upon inspection from the technician, these events were unable to be duplicated. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.